Manufacturer narrative:
Additional information was received that the cultures that were taken from the flank revealed negative for infection.

Event description:
A report was received that the patient's ipg pocket incision opened up and was draining and patient went to the emergency room. An intravenous antibiotics was administered and the patient was prescribed oral antibiotics. The patient underwent a revision procedure wherein the ipg and leads were replaced and new pocket location was created. The physician believed that the infection was not device or procedure related.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model #: sc-4231-52, serial #: (B)(4), description: paddle blank for coveredge x 32 surgical lead. Model #: sc-4316, lot #: 18538858, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg pocket incision opened up and was draining and patient went to the emergency room. An intravenous antibiotics was administered and the patient was prescribed oral antibiotics. The patient underwent a revision procedure wherein the ipg and leads were replaced and new pocket location was created. The physician believed that the infection was not device or procedure related.